Event description:
It was reported that during a da vinci-assisted colorectal procedure customer observed that in three cases, monopolar curved scissors (mcs) tip cover was slowly sliding down from the mcs where the orange line started to be uncovered. At that point user immediately stopped using the mcs and retrieved them from patient`s abdomen. Unfortunately, during this maneuver, the tip cover dropped back to patient abdomen in one case. In the two other cases the tip cover got stuck in 8 mm robotic trocar. In all three cases tip cover was successfully removed by laparoscopic instrument. The exact event date is unknown, these incidents happened within the last two months. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used laparoscopic instruments to remove and retrieve the monopolar curved scissors (mcs) tip cover. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.